Manufacturer narrative:
A ge svc rep performed an on-site investigation. The compact disk drive was evaluated and cleaned. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys locked up and froze. There is no report of a pt injury or death associated with this event.